Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic burch procedure, the needle broke at the swedge while being passed through tissue. Surgeon applied another device. Hosp reported that no pt injury had occurred.